Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, interrogation revealed the patient received a vibratory alert due to the securesense algorithm. The lead was not capturing consistently leading to the far field not capturing the appropriate rhythm and thus the alarm was activated. The rv cap confirm was turned off and the rv output was increased. The patient is now on the heart transplant list and recently received a lvad. The patient will return for a follow up visit in four months. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient underwent a heart transplant around the end of last year. No further information is available.